Manufacturer narrative:
(B)(4). Photo. The device was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, due to the contact between the clamp and the blade, the blade was damaged and gouged. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad and the blade. A photo submitted also confirms the reported event.

Event description:
It was reported that during a lap lobectomy, the doctor found that the tissue pad slipped off forward the distal end and the distal end of the tissue pad was detached off. No error code was displayed. The size of the broken piece was about 1mm and it fell into the patient. Another device was used to complete the case. Although the broken piece could not be found, the operative field was cleaned with much water than usual at the end of operation, so the piece might have been suctioned with water. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.